Event description:
The device distributor (B)(4) reported that a vacuum relief leaked during a procedure at a hospital. The perfusionist reported to them that the one-way valve in the blue line was leaking. The info provided indicated pt blood loss of approximately 100ml as a result of the alleged event. The report stated that the valve was removed from the line and the procedure was successfully completed. There were no further complications or delays reported and no other impact to the pt reported. The device from this event was returned to the manufacturer for evaluation. The distributor reported that the hospital has experienced leakages on a total of 8 valves; however, there are no details from the other alleged events other than they were from multiple surgeries/multiple surgical packs from the same hospital.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the patient' history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.